Event description:
The translated customer reported symptom is "device does not work." There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported symptom is "device does not work." There was no report of patient involvement or adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.